Event description:
Customer reported the drive tube broke at the upper drive tube bearing during a single needle mode treatment, at 768 ml whole blood processed, and she requested field service to clean up the blood leak. The treatment was aborted and no blood in the kit at that time was returned to the pt. Customer stated the pt reported feeling dizzy and short of breath when she stood up after the treatment was aborted. Css asked customer if there is any extended hospitalization for the pt, and customer stated the pt is an out-patient, so she is not hospitalized, but she is staying at the treatment area until she feels better. Css called customer back for follow up info: customer stated their therakos-trained biomed had already cleaned the instrument and returned it to service. Customer stated the pt had been given 150 ml bolus of albumin after she felt dizzy, and that the pt had reported she had been feeling dizzy and short of breath when standing up for a few months now. The ecp treatments done on (B)(6) were done for the pt, with no bolus given prior and were completed successfully. Customer provided photos for eval.

Manufacturer narrative:
A review of lot c121 was conducted. There were no nonconformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for drive tube leaks; CAPA (B)(4) has already been initiated to investigate drive tube leaks. This report has also been created for the medical intervention required for the pt's dizziness and shortness of breath. The assessment is based on info available at the time of the investigation. The photo eval is still in progress at the time of this report, therefore, final investigation findings are still pending. (B)(4).